Event description:
There were four endeavor sprint over the wire(otw) drug-eluting stents implanted, one of the left main, one in the mid rca and two in the right pda (reference MFR #'s 2853200-2010-01500, 01502, 01503). At 30 days follow up, patient's cardiac status was stable angina. Patient was asymptomatic / free of symptoms at 6 months follow up. Approximately one year post index procedure, patient was working and got real sweaty and had shortness of breath and developed chest heaviness radiating to shoulders. It was reported that the patient presented to local emergency room. Patient was prescribed notir and morphine. It is reported that an acute non-stemi occurred and a revascularization of two lesions was carried out. At 12 months follow up, patient's cardiac status was unstable angina.

Manufacturer narrative:
(B)(4): results: myocardial infarction, revascularization.